Event description:
It was reported that during a lap gastric bypass procedure, the device locked out after the second firing. No staples formed and the tissue was not cut. There were no pt consequences.

Manufacturer narrative:
Info anticipated, but unavailable at this time.